Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple t:cases fell from multiple anonymous customers causing infusion set displacements. Reportedly, the contact declined to provide customers information. There was no reported adverse impact to the customer's blood glucose.